Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, with at least three occurrences on the current pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump to resolve the issue.